Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door would not close properly, and the smart remote manager was failing frequently and was determined that the smart remote manager needed to be repositioned. A field service engineer observed that the refrigerator door was not properly aligned with the smart remote manager housing and was making contact with the housing, preventing proper closure. The customer was informed that the issue was related to the refrigerator door and would need to be addressed by site maintenance, as the refrigerator was customer owned. Onsite support remained until maintenance arrived, and additional washers were installed on the refrigerator door to achieve proper alignment between the smart remote manager hasp and housing. After the work was completed, the refrigerator door was properly adjusted, closed correctly, and was successfully tested by multiple users. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door failed to close, and the srm failed frequently. The customer reported that the srm might require repositioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.